Manufacturer narrative:
The technician found the sw3 switch stuck on the right siderail ucm board due to fluid ingress from a torn switch overlay label. The technician replaced the ucm, gasket and label overlay to repair the bed.

Event description:
Info received indicates the bed's service required light is on. There is an audible alarm and there are no codes on the gci.